Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: evaluation of the returned device identified polyethylene wear. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient manifests pain. Studies result in a staphylococcus aureus. Subsequent control is performed with radiographs where slackening and posterior fracture of the tibial wall is clearly visualized, for which reason it is decided to perform component removal. The patient ((B)(6)) was operated on total knee prosthesis on (B)(6) 2017. Current status of the patient: she is hospitalized pending results of culture exams obtained in surgery.